Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead channel. It was confirmed during x-ray evaluation that due to twiddler's syndrome, the pacemaker migrated, and the rv lead dislodged. The physician opted to reposition this system. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Correction to section b. Adverse event/product problem, field b5 describe event or problem. Correction to section h. Device manufacturers only, field h6 impact codes.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead channel. It was confirmed during x-ray evaluation that due to twiddler's syndrome, the pacemaker migrated, and the rv lead dislodged. The physician opted to reposition the rv lead and explant and replace the pacemaker with a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported. This device has not been returned.